Event description:
The stapler did not close off the at the end, the tissue was stuck to the device. The device worked initially; however, during the procedure it would stick/lock when trying to reload and was not able to toggle. No patient harm. Able to complete case without incident.